Manufacturer narrative:
Product ID: 37083, serial# unknown, explanted: (B)(6) 2015, product type: extension.

Event description:
Additional information received from the manufacturer representative reported that the ins was not replaced as planned. The surgeon replaced the extension october 19th because it was broken. The serial number was not known since the physician didn't keep the "lead". The patient was doing well and is effectively receiving therapy.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported they did not feel stimulation at the time of report. It was noted the patient's implantable neurostimulator (ins) had "turned in the patient" and that "impedances were high." Though the ins remained implanted and in service at the time of report, the replacement of the device was planned. It was noted the extension or lead would also be replaced if necessary. Additional information has been requested; a supplemental report will be filed if additional information is received.